Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on the failed login debug program screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the failed login debug program screen. A technical support specialist dialed into station as carefusion admin and found database synchronization service not running, with database in recovery pending and inaccessible (unable to scan or back up); dropped the database and security login, repaired the med es application, and cleared the pending state, but full synchronization attempts failed repeatedly with timeout and failed to download data errors, leaving the station in unknown device mode due to version mismatch (server v1.11 vs device v1.6); after multiple failed retries and timeout adjustments per knowledge article - "datasync - the wait operation timed out". A field service engineer reimaged the device to v1.11, corrected system time, and confirmed successful database synchronization with customer verification. The system functioned as intended after the field service engineer repaired the device.